Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The nozzle was found clogged with tissue glue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the nozzle on the evis lucera gastrointestinal videoscope was clogged with glue. The insufficiently or incorrectly reprocessed scope was used in a procedure. The issue was found at reprocessing. The intended procedure was completed with another scope with no surgical delay. The scope was used with the evis lucera elite video system center. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the glue could not be removed even if the device was reprocessed properly in accordance with instructions for use (IFU). The following is included in the IFU: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "Warning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." "Caution: to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use." "Immerse the endoscope in the detergent solution." "With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned" "caution: follow the steps below only in case of excessive bleeding and/or delayed reprocessing; unnecessary immersions should be avoided. Consecutive reprocessing sessions using extended immersion may damage the endoscope." Olympus will continue to monitor field performance for this device.